Event description:
This device was removed and replaced because there was noise on the sensing channel and the far field channel. After troubleshooting, the physician was unable to diagnose the issue, so the device and rv lead were both removed. Should add¿l info be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 4 months and 4 charging cycles were recorded to the device memory. The memory content of the ICD as well as the returned programmer printouts were inspected. The analysis revealed the presence of noise in the farfield channel, as well as in the presented surface ECG leads I, ii, and iii, indicating an external influence. The sensing functions of the device were tested under in vivo conditions using different temperature environments. The ICD sensed the attached heart signals free of noise, proving the sensing function of the device to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. Due to the presence of noise in the external surface ECG leads, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. There was neither for the lead nor for the ICD any sign of a material or manufacturing problem.